Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Based on the file review, this is not a reportable complaint per 1502-001-000-swi-mms medical device reporting evaluation process. File complete. Upon investigation of the actual device used in this incident, it was determined that the medbank did not have any water damage. A field service engineer checked all row boards, back drawer boards, controller board, and top comm sled boards to ensure there was no damage. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user wanted to get the station inspected prior to redeploying it as it may have received water damage from a hurricane late last year. There were no adverse events or injuries reported based on this event.